Manufacturer narrative:
The vascade device was the second closure device attempted and the access utilized sheaths that were kinked. It is unknown whether these factors or other factors caused or contributed to this event. A complications such as perforation of the vessel wall are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended.

Event description:
Access was obtained in the right groin via antegrade approach using ultrasound and fluoroscopy guidance over the superior third of the femoral head. The procedure was then performed. Upon completion, a right groin angiography was then performed. Kinking and hinge points in the existing sheath were identified. An alternate closure device was then pulled to attempt to attempt closure. After multiple attempts to navigate the kinking of the sheath, it was unsuccessful. A 6/7 fr. Vascade was opened for deployment. The testing of the disc was then performed in the usual fashion. After a slow insertion, the vascade device did navigate the sheath using fluoro guidance. The disc was deployed in usual fashion and the sheath was removed also with fluoro guidance. Temporary hemostasis was achieved and the black sleeve was retracted and the collagen was exposed. A 2 min dwell time was then maintained, the collagen was stripped off the device and the device was removed. 20 minutes of manual compression (proximal and distal) to arteriotomy was then performed. Visual hemostasis and the lack of a hematoma was noted. Final hemostasis was achieved with the device. The patient was returned to holding area. The patient complained of nausea and had a drop in blood pressure. The patient was brought back to lab in for angiogram. The left radial artery was accessed for a diagnostic angiography of the right groin. Extravasation of contrast and blood was noted around the right proximal common femoral and right distal external iliac artery region. Patient was treated accordingly. A balloon was advanced and inflated to right groin region. Covered stents were then place to seal the extravasation. Patient was administered a blood transfusion. The patient's blood pressure stabilized after lab protocol. Patient's airway was also protected until the recovery period was obtained. Patient then went to ICU for recovery in stable condition. Patient was later discharged.